Manufacturer narrative:
(B)(4).

Event description:
The pt did not have therapeutic effect and it was stated that the device had turned off. She was set for a pump implant on (B)(6) 2011 and wanted to have the stimulator reprogrammed before then. Further info is being requested at this time.